Manufacturer narrative:
Date received by manufacturer: 01nov2019. Philips field service engineer reported phenomenon was duplicated. The unit was unable to turn on, so the log data was not acquisitioned. Confirmed the capacitor on central processing unit printed circuit board (cpu pcb) was burn out. The motor controller printed circuit board assembly (mc-pcba) which was connected to the connector which was near the burnt parts is to be replaced preventively. Cpu pcb and mc-pcb need to be replaced. The scheduled repair completion date is not fixed due to awaiting an order from the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 10 jul 2019. The field service engineer (fse) replaced the central processing unit (cpu) board, the motor controller (mc) board, and the pm board. The device was checked overall, cleaned, run in tests and functionally tested. The fse confirmed the software version is 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 10 nov 2020. The power management (pm) pcba was returned to failure investigation laboratory for analysis. Visual inspection of motor controller (mc) pcba revealed no evidence of damage or contamination. The power management (pm) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09oct2019. The diagnostic logs and reproducibility were unable to be seen because the device failed to power on. The customer and the philips sales representative could not confirm the burnt smell from the device. The philips test engineer evaluated the ventilator and confirmed that the capacitor on cpu-pcb was broken. The ventilator would not turn on due to malfunction of the cpu-pcb. The diagnostic logs were not able to be downloaded. Unit is out of service until further notice by customer. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported the nurse went to the patient¿s room due to an alarm for decrease in spo2 on the monitor and noticed the v60 ventilator was inoperative, did not alarm, and there was a burnt smell in the patient's room. The device and a heated humidifier were plugged into a power strip plugged into a red socket in the patients room. When the device became inoperative, the heated humidifier was operating properly. The customer tried to power on the ventilator, but was unable to do so. Therefore, the patient was placed on another ventilator. The patient's condition did not recover and he passed away.